Event description:
This is the same event and the same pt reported under MDR ID # 2939859-1999-00250 (collagen corporation #1026240). This second MDR is being submitted for the second suspect product, also a device manufactured by collagen corporation. This separate distinct number is provided per the FDA's request for traceability purposes. A physician reported a pt who had a history of years of treatment by another physician; last treatment date prior to reporting physician was in 1999. In september 1999 the pt was treated with two formulations of product into the upper and lower vermilion borders, corners of the mouth, both oral commissures and perioral lines above the upper lip. Treatment was without event except for a bruise at the upper right vermilion border. Blanching at the time of treatment was denied. On 17 september 1999 the pt telephoned the physician to report a "lesion" at the upper right vermilion border. The pt denied any pain at treatment sites. The pt was seen; the physician diagnosed the symptoms as a herpes simplex outbreak. The physician believed the symptoms were possibly related to the treatment. Oral valtex was prescribed. On 30 september 1999 the pt was seen with continued healing. On 26 october 1999 the pt was seen in follow-up. Two small residual "halo areas" were observed at the upper right vermilion border. The physician planned to wait for continued healing before any corrective procedures were performed.